Event description:
Patient was treated without complication. 26 days after treatment, the patient called reporting some tenderness and something firm below her skin. She reported that she thought it was a cystic acne lesion and reported self treating for 5 days with "alcohol, sulfur, retinol and hot compress" in an effort to "dry it up". Patient had a red raised lesion that she stated was tender to touch which started after self treatment. The patient was prescribed doxycycline and mupirocin, by the treating physician, that she reported taking for 4 days but did not wish to continue. The patient was then prescribed keflex, bactrim and clindamycin 1% topical wipes by the treating physician. Ultrasound was done and did not find a cyst. The abscess was cultured and results were negative. The patient reported she is doing well 46 days after the initial procedure and 20 days after reporting the issue.